Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that recently, this right ventricular (rv) lead pacing impedance measurements were noted to be elevated, and out-of-range (greater than 2,000 ohms). The shock impedance was also out-of-range (greater than 200 ohms). Additionally, there were high capture threshold measurements, and the physician performed x-ray imaging. The x-ray imaging results were noted to be unremarkable. A surgical revision procedure was performed, where this lead was capped and abandoned. During the procedure, a lead conductor fracture through the insulation was observed and was the suspected cause of the out-of-range impedance and elevated capture threshold measurements. A new lead was subsequently implanted to resolve the event. At this time, this rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that recently, this right ventricular (rv) lead pacing impedance measurements were noted to be elevated, and out-of-range (greater than 2,000 ohms). The shock impedance was also out-of-range (greater than 200 ohms). Additionally, there were high capture threshold measurements. The specific cause of these out-of-range measurements was not provided. It was noted that a revision procedure has been scheduled to replace the lead, but this has not yet occurred. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.